Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture. Subsequently, a revision procedure was performed and the rv lead was explanted and replaced with another lead. Therefore, the new device was used due to the configuration of the new lead. No additional adverse patient effects were reported.